Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized post device implant procedure. Upon interrogation, the left ventricular lead exhibited loss of capture. Chest x-ray was performed and revealed that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.